Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial # (B)(6); implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 14-jan-2025, UDI#: (b)4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) who was receiving unknown morphine via an implantable pump for spinal pain. It was reported the patient stated that the charger of the communicator was loose and the light would show up and sometimes would not. The patient mentioned that when they charge the communicator to the charger the light would not stay yellow and it would blink when they move the cord. The charging was inconsistent and the patient had to move the charger to maintaining the lights on the communicator. The patient said that they also tried using different chargers. The patient stated that issue started couple of days ago. A request was sent to repair to replace the communicator.